Event description:
Same case as MFR report #2134265-2008-01491. It was reported that following a coronary artery drug eluting stenting treatment procedure, acute thrombosis occurred. The "high grade" target lesions were in the diagonal (diag) and left anterior descending (lad) coronary arteries. The diag was predilated with a 2.5x20mm maverick balloon catheter. A 2.5x20mm taxus express2 drug eluting stent (des) was implanted in the mid to proximal diag. The lad at the bifurcation of the lad and diag was predilated with a 2.5x20mm maverick balloon catheter. A 3.0x20mm taxus express2 des was implanted in the lad. The 2.5x20mm taxus express2 des was postdilated with a 2.5x15mm quantum maverick balloon catheter and a 2.5x8mm quantum maverick balloon catheter. The 3.0x20mm taxus express2 des was postdilated with a 3.0x15mm quantum maverick balloon catheter. The procedure was considered to have a "very nice result". The pt was sent to post-op and approx an hr later, the pt experienced shoulder and chest pain. Angiography revealed that both previously implanted taxus express2 des had thrombosed. The thrombosis was treated with a non-bsc aspiration catheter. A 3.0x32mm taxus express2 des and a 3.0x20mm taxus express2 des were implanted in unspecified locations. The lad and diag were postdilated with a 3.0x8mm quantum balloon catheter and a 3.0x13mm non-bsc balloon catheter. There were no add'l pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device would not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.